Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulty occurred. The 90% stenosed, calcified lesion was located in the marginal branch of the moderately tortuous circumflex (cx) artery. The physician used a rotoblator prior to placing a taxus express2 2.5x12mm drug eluting stent. The vessel was pre-dilated with a 2.25x12mm monorail maverick balloon at 14 atm's for 40 seconds. The stent was deployed at 16 atm's for 55 seconds and post-dilated with a 2.5x8mm quantum at 22 atm's and the vessel yielded. The physician then deflated the balloon, but the balloon would not come out and was actually hooked onto the distal end of the stent. The physician then tugged really hard and everything flew into the guide and came out except the wire. The rotawire floppy wire pulled back into proximal guide as well. The balloon did loosen after several attempts and was removed intact. It was not completely deflated at the distal end. The stent remained fully apposed. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.